Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-00192. It was reported that the patient passed away about five years ago due to a infection. The site of the infection is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.